Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the patient experienced dizziness. Upon interrogation, it was found that the right ventricular (rv) lead exhibited pacing inhibition due to noise over-sensing. The rv lead was capped and replaced on (B)(6) 2021. Patient condition was stable.